Event description:
It was reported that there was low r waves and undersensing noted. It was further reported that there was inadequate sensitivity safety margin programmed. The device was reprogrammed and remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.